Event description:
The clinician reported that on the day the dental implant was placed, in ada 2 of the patient's mouth, a failure occurred upon insertion. Details of surgery are reported as follows: primary stability was not achieved and ridge augmentation was performed at time of surgery. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility. No further patient complications were reported.